Event description:
On june 3, 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On (B)(6) 2024, the user informed senseonics that cgm showed results that were different from glucometer measurements. The case was escalated to the next level of support for additional review. Per case notes, the user stopped using the system for a few days due to a skin related issue and used ampicillin and benadryl spray to treat the location. The user started noticing these differences after resuming the use of the system. Testing has shown ampicillin has no interference with our device. Benadryl is untested for interference, but based on the chemical structure, it should not have any interference with our device. Some of the sensor inaccuracy examples shared by the user could not be confirmed in the data management system (dms). However, a review of the system confirmed that the user has been having sensor inaccuracy issues since (B)(6) 2024. The root cause could not be determined in the initial escalation assessment and a sensor replacement was approved due to system performance. The sensor (sn (B)(6)) was requested for further analysis. A visual inspection was performed, and no anomalies were observed. Testing of the returned sensor also did not reveal any malfunction of the sensor. The potential root cause for such failure mode may be related to an issue with the sensor electronics, for example the led behavior at the time, or the in-vivo state of the sensor hydrogel which is not reproduced in the lab. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4. Date of this report 30 august 2024. D9. Device available for evaluation? Yes, 02 july 2024. G3. Date received by the manufacturer? 30 august 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.